Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing pain at the ipg site after an unrelated repositioning procedure on (B)(6) 2023 (related manufacturer report: 3006705815-2023-05487). Additional information received indicates that versatis patches were proposed to the patient. Still, the patient may undergo surgical intervention to address the issue.

Event description:
Additional information indicates that patient was administered gambaran to address the issue. Pocket pain has resolved. Patient is no longer experiencing ipg pocket pain; therefore, this event is no longer considered to be reportable.

Manufacturer narrative:
Additional info indicates that the patient is no longer experiencing ipg pocket pain; therefore, this event is no longer considered to be reportable.

Manufacturer narrative:
A patient experienced pain at ipg site after revision was reported to abbott. No intervention planned. The patient was prescribed patches. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Corrected data: per additional information received, the issue was not completely resolved. As such, surgery is planned. Therefore, this report is reportable.

Event description:
Additional information received indicates that patient again experienced pain at the ipg site. Patient is taking medication. Surgical intervention is planned at the later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2025, wherein the ipg was relocated to a new pocket to address the issue.